Event description:
It was reported that during implant, the rv lead set screw would not tighten. Device was not implanted.

Manufacturer narrative:
The reported set screw anomaly was confirmed in the laboratory. Visual inspection noted a damaged df-4 septum as well as septum material inside the df-4 set screw cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.